Event description:
Event description cpi received information that this bipolar lead was experiencing high impedance measurements. The physician elected to reprogram the lead to unipolar pacing configuration and bipolar sensing configuration. Reevaluation of this event associated the implantable pulse generator (ipg) with the lead.